Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: information reported via healthcare provider indicated that the lead would not stay in the implantable neurostimulator (ins) with after numerous times. They got a new ins and lead stayed in place. First ins was never implanted. The issue was resolved at the time of this report. There was no symptom reported with this event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative provided only name of the patient, no new information was provided.

Manufacturer narrative:
Product analysis # (B)(4), analysis information: 2018-05-24 07:45:20 cst pli# 10, product ID# 3058, below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products : product ID neu_wrench_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.